Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored or crossed as being deployed. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed thirteen clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.